Event description:
The customer reported no image on the monitor. There was no report of patient involvement.

Manufacturer narrative:
(B)(4): the customer reported no image on the monitor. There was no report of patient involvement. The device was evaluated by a philips field service engineer and the issue was verified. The display was found to be defective. Replacing the display resolved the reported issue. The device passed testing and was returned to service. The device remains at the customer site.